Event description:
The device was originally returned with no information.

Manufacturer narrative:
(B) (4). Results: receiver. Final device analysis revealed a reliability non-conformance for the receiver. There was a receiver output anomaly. The hybrid can/pin was corroded and had spots of discoloration. All the conductors were cut through on both extensions. There is a large cosmetic cut in the connector module molded rubber. The receiver epoxy was scratched/damaged. There was no output from any electrode pair on either channel. The extensions were cut off near the receiver with only a very small segment remaining of each extension.